Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, the phaco handpiece had "no heat to cut the natural lens." The phaco tip was replaced but the issue remained. The phaco handpiece was switched out to solve the issue. The case was completed without patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a handpiece was returned for investigation. The handpiece was manufactured on september 11, 2015. Based on qa assessment, the product met specifications at the time of release. The handpiece (hp) was received for evaluation. A visual assessment of the returned sample showed a cut in the strain relief. The sample was connected to a calibrated system for priming and tuning. The handpiece failed to tune when system message (sm) displayed. When connected to the resistance test box a measureable resistance was seen from the high electrode to ground. The handpiece was disassembled revealing moisture ingress within the electrode chamber. A review of the data indicates there were 210 procedures performed with this hp. The last recorded data displayed no recent tuning issues. The root cause of the reported event can be attributed to moisture ingress. This cased the high electrode to short out onto the ground wire. However, how or when the moisture entered the handpiece remains inconclusive. (B)(4).